Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll japan evaluated the device and the device performed to specification. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated the user was not in the correct ECG view with electrode pads attached. The CPR connector, multifunction cable, and pads were also returned and evaluated. Testing found no faults with the returned accessories, and the pads produced normal waveforms with no open circuits or other abnormalities identified. Functional testing of the device revealed no discrepancies; therefore, the device was determined to be working as expected. It was recommended to the customer to replace the CPR connector and multifunction cable as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.